Event description:
The customer observed negatively biased vitros valp qc results on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Ocd field service investigated and found no evidence to suggest that the vitros 5, 1 fs system was not operating as intended. The root cause of the biased valp qc results is unknown; however, reagent pack-to-pack variability cannot be ruled out. The investigation determined that the customer processes a very low number of valp assays. Reagent pack handling was reviewed with the customer. The customer has been able to maintain acceptable performance following the implementation of a consistent reagent pack handling protocol.